Event description:
During a laparoscopic cholecystectomy procedure, it was reported the white flapper valve gasket broke off inside the 511s and was able to be retrieved. The trocar came from a ftr32 kit. Another 511s was opened to complete the procedure. There was no consequence to the pt.